Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had spontaneous pneumothorax and developed shortness of breath (sob). The patient was then admitted and chest x-ray confirmed diagnosis. Moreover, chest tube was inserted. Subsequently, patient was then discharged. Additional information received indicated that the patient experienced multiple episodes of asymptomatic untreated ventricular tachycardia (vt) and the patient went to emergency room with complaints of sob. The device was reprogrammed and the patient was treated with medications. The patient was discharged with a diagnosis of vt. This device remains in service. No additional adverse patient effects were reported. Another additional information received indicated that this patient was seen in the emergency room (ER) due to sob and right sided chest pain. The discharge diagnosis was vt. Furthermore, patient was medicated, device was reprogrammed and the outcome of the event was resolved. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had spontaneous pneumothorax and developed shortness of breath (sob). The patient was then admitted and chest x-ray confirmed diagnosis. Moreover, chest tube was inserted. Subsequently, patient was then discharged. Additional information received indicated that the patient experienced multiple episodes of asymptomatic untreated ventricular tachycardia (vt) and the patient went to emergency room with complaints of sob. The device was reprogrammed and the patient was treated with medications. The patient was discharged with a diagnosis of vt. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had spontaneous pneumothorax and developed shortness of breath. The patient was then admitted and chest x-ray confirmed diagnosis. Additionally, chest tube was then inserted. Subsequently, patient was then discharged. This device remains in service. No additional adverse patient effects were reported.